Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was reported with generating technical alarm concerning the +12 v power supply too high. Our service technician investigated the issue and confirmed that the monitoring printed circuit board (pcb) was faulty. The pcb has not been returned for investigation and no device logs are available for the investigation. Based on this information, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).